Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was intact. Evaluation revealed that all keypad buttons responded appropriately. Evaluation revealed that there was contamination under the key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment and a discolored/faded display screen, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the reporter called animas alleging that the ok keypad button responds intermittently when pressed and requires multiple hard presses to evoke a response and then causes the screen to scroll uncontrollably. The reporter additionally stated that the same problems are beginning to happen with all of the other keypad buttons and is getting worse over time. The patient reportedly wears the pump in a case attached to a belt and cleans the pump with a damp cloth. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved at the conclusion of the call.